Event description:
It was reported that a malfunction alarm occurred related to the product category malf 16-0x20e6. There was no reported impact on the customer¿s blood glucose level, as it was unknown or declined to be answered. The malfunction code was resettable, but the issue recurred after resetting the pump, so the pump was replaced under warranty. The customer was informed of the need for replacement, instructed to return the problematic pump to tandem, and confirmed to receive a new pump. No backup therapy details were shared by the customer.